Manufacturer narrative:
The reported event of insulation abrasion was confirmed. As received, a complete lead was returned in two pieces piece. Connector portion measured 20.0cm while distal portion measured 40.5cm. Internal insulation abrasion was noted breaching the rv cable lumen at 8.5cm to 10.1cm from the distal tip. The etfe cable coating of one rv cable was abraded in this location. The cause of the reported event was isolated to internal insulation abrasion.

Event description:
It was reported that the patient presented in the clinic after receiving end of life (eol) alert on the device. Fluoroscopy was done, and the externalization of lead was noted on right ventricular lead. Fluoroscopy prior to the procedure revealed externalization near the pocket but with no other visual or measured abnormalities. The physician explanted and replaced the lead. The patient was stable post procedure.